Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed "no signal" upon boot up. The monitor then turned black, but the orange led in the corner remained on. The cd drive also worked intermittently, and it was reported that the fans sound like they are cycling power. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735416r, serial/lot #: -, ubd: , UDI#: ; product ID: 9735672, serial/lot #: -, ubd: , UDI#: h3: a medtronic representative went to the site to test the equipment. Testing revealed that the system did not fully start up with power displaying "no sync" on start up. The computer and complementary metal oxide semiconductor (cmos) battery were replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c02, fdc d02 are applicable to the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The 9735672, lot number: unknown, was returned to the manufacturer for analysis. After functional testing and a visual/physical examination, the reported complaint was not confirmed. The returned 3v battery measured at 3.087v. No faults were found. Codes b01, c19, and d14 are applicable to this returned product analysis. The 9735416r, lot number: 1942353, was returned to the manufacturer for analysis. After functional testing and a visual/physical examination, the reported complaint was not confirmed. The returned computer booted normally to the application screen. The ent program also started and ran normally and no power cycling was observed. There were no faults found and no errors observed. Codes b01, c19, and d14 are applicable to this returned product analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.